Manufacturer narrative:
The device history record was reviewed and the lot was inspected and released in compliance with all requirements. The sample was returned for evaluation and showed breakage located in the perforated area of the drain. Visual and microscopic inspection and pull testing were conducted. All results passed within specifications. The root cause for the reported issue could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
Customer reported that the drain from pack broke and snapped into two pieces but was not used on the patient.

Manufacturer narrative:
An investigation is currently in progress. A follow-up report will be filed once the results have been completed.